Event description:
It was reported that on (B)(6) 2015 the patient had a loss of therapeutic effect and a communication problem. They also noted having terrible headaches. Their device was implanted to treat headaches and without it they would black out and seize. The patient also noted that they saw a poor communication screen on the patient programmer and a reposition antenna screen on the implantable neurostimulator recharger (insr).

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).